Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 14 hours. After sterilization the chemical indicator (ci) changed color correctly. There was no problem with storage of the product or the facility's process. The load consisted of nine cautery pens, one bipolar forceps, and eight kits of support items. Items from the load were released for use, but the exact items are unknown at this time. There was no injury or harm reported with the issue. This event is reported to the FDA since the load was released and potentially used on a patient before the cyclesure® 24 biological indicator results were confirmed.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of trending of the product malfunction codes, trending of lot number, and system risk analysis (sra). Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA; trending analysis for the product code of ''load not recalled" was reviewed from july 2014 through june 2015. No significant trend was found; trending analysis by lot number was reviewed from 04/14/2015 to 07/15/2015 and trending was not exceeded; the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The suspect positive cyclesure® bi was not returned for evaluation. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed and the customer stated subsequent bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Device has been requested, but has not yet been returned. Device evaluation is anticipated. Device code - (B)(4) no code available:  load not recalled and suspected positive bi device manufacture date: 04/14/2015 no anomalies were observed in the device history record review that would contribute to the issue. Thirty-two retain bis from the affected lot were submitted for functional evaluation; specification was met with all thirty-two bis. Additionally, no physical bi damage and/or leakage was observed following sterrad® processing. Without return of the device, a definitive root cause for the reported event could not be determined. Attempts to retrieve the device and additional information have been made.  Should new information be received, a supplemental MDR will be submitted.